Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to backup pump for insulin therapy.